Manufacturer narrative:
The customer provided philips with the event summary printed from the device. This event summary included the user interface information and associated strips for the event (charging, shock, etc.). The device was powered on into the monitor mode at 05:16:58 and pads were placed. There was an asystole alarm six seconds later. The associated ECG strip for the asystole alarm shows a non-physiologic asystole consistent with the users having the test load attached to the therapy cable (and not the patient). At 15:18:08 the users were able to acquire the patient's pads ECG waveform. A "learning waveform" message was shown followed by a "cannot analyze ECG" message. This was then followed by a "pads off" then a "pads on" message. The algorithm was "learning" the rhythm, then the users switched into the "manual mode". The user charged a total of 4 shocks at 150 joules and successfully delivered each shock (at 05:19:35, 05:2:28, 06:13:41, and 06:15:35). The "cannot analyze ECG" is an ECG inop that alerts the user that the algorithm cannot reliably analyze the ECG data in wave sector 1. There is both an inop message and an inop tone. The troubleshooting section of the heartstart mrx instructions for use (IFU) provides information on this inop. The IFU directs the user to check the ECG signal quality and if necessary improve the lead position or reduce patient motion. (Table 84, IFU) the device was not in the AED mode during this event. Use of the device in the manual mode requires the user to be acls prepared and therefore able to interpret ECG rhythms. The device was evaluated by the hospital biomedical engineer and passed all testing. The device was then returned to philips repair bench for evaluation. The device passed all testing and the reported symptom could not be reproduced. During evaluation, there was an incidental finding where the trunk cable and lead cable both had small kinks. It was recommended to have the cables replaced. The bench replaced the trunk cable. The customer will need to contact their sales rep for a replacement lead cable. The device passed all performance assurance testing and was returned to the customer. This event is fully consistent with the users initially having the test load attached to the therapy cable. After connecting the cable to the patient, the acls providers using the device in the manual mode, then successfully delivered 4 shocks. The replacement of the leads/trunk cables was a precaution based on the physical appearance of the cables as the device passed testing by both the hospital biomedical engineer and the philips repair bench. There is no indication of a systemic problem; no further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported to philips that the users attempted to monitor a patient ECG via pads then leads, reverting back and forth, the device was unable to analyze ECG and could not pick up a heart rhythm. No heart rate was observed beyond the first or second shock. There were 4 shocks attempted and 4 shocks successfully delivered. The involved patient died.